Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2011 including a paddle lead. It was reported that the patient was not receiving coverage on the right side of her back. An x-ray was performed and displayed lead migration. The patient is scheduled for a surgical procedure to resolve the issue.